Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a ureteral calculus procedure in the ureter, performed on (B)(6) 2021. During unpacking, it was found that the stent was detached into two pieces. Another percuflex plus ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a ureteral calculus procedure in the ureter, performed on (B)(6) 2021. During unpacking, it was found that the stent was detached into two pieces. Another percuflex plus ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
This event was reported by the distributor. The physician is: dr. (B)(6). Block h6: medical device problem code a0401 captures the reportable event of stent shaft break. Block h10: the returned percuflex plus ureteral was analyzed, and a visual evaluation noted that the stent was coil torn and the suture hole was torn/ripped. No other issues with the device were noted. The reported event was not confirmed. According to product analysis, the reported event was not confirmed because the stent shaft was not detached but the stent coil torn. Also was possible to observe the suture hole ripped/torn, this failures could have been cause due to an excess of force applied, the physician's technique during set up or testing of the device, this condition could have generated the damaged section affecting the device performance. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.